Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue tip of a luer transfer set unscrewed from the light blue main body of the set. This occurred while disconnecting the patient line from the transfer set after automated peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event; however, the patient received antibiotics as a prophylactic measure. No additional information is available.